Event description:
The manufacturers service technician was unable to duplicate the reported problem. Review of the device diagnostic history noted a vent inop occurrence as reported. The service technician replaced the data acquisition pcb to motor controller pcb cable and data acquisition pcb board as a precaution to address the reported problem. Final applicable testing was completed with no fault reported.

Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Evaluation and service pending.

Event description:
The international customer reported the ventilator alarmed and went vent inop during normal ventilation use due to a data acquisition pcba adc reference failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Completion of device evaluation and service is pending.